Manufacturer narrative:
Correction to initial g3: date received by MFR: the correct date is 05/05/2025 when baxter was first notified of this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed which identified the tubing separated from the second y-site clearlink in the upstream part. There was a lack of solvent during the examination of tubing; the solvent was not applied uniformly in the tubing. The reported condition was verified. The cause of the separation was related to an improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set came apart from one of the y-connectors (clearlink). This event occurred while priming the set with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.